Event description:
A peritoneal dialysis pt's rn called fresenius tech support to state that a pt has been having multiple alarms the last few nights. Mostly pt line blocked alarms. She stated the pt has come into the hosp because he has not been dialyzing because of the alarms. She stated he disconnects. The pt has not called in for tech support and the rn had advised him to do so but pt does not want to. Tech support staff advised the rn that alarms may continue. The rn understands and will advise the pt that if alarms continue on replacement cycler he needs to call tech support.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection was performed on the device. Dried fluid was found inside the cassette compartment. There were no exterior visual discrepancies. A simulated treatment was performed and completed without failure. The reported problem was not confirmed. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance clinical research advisor, the event of pulmonary edema is unlikely related to the use of the liberty cycler machine. The pt was non-compliant and was unable to use the machine as trained to do so. He is currently receiving in-ctr hemodialysis without any ill effects. The pulmonary edema was caused by volume overload made worse by severe mitral regurgitation and cardiomyopathy. Hypertension cold also have been a contributing factor. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.